Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Upon visual inspection, what appears to be the shard reported is noted within the syringe, however, due to the quality of the photo it cannot be definitively identified at this time. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001546117 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We have notified the supplier of this incident. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material# 405699 batch# 0001546117 verbatim: it appears a broken glass slip tip somehow made its way into the chamber of a separate glass syringe. A kit was opened up. And there was what appears to be a broken tip of glass syringe within the chamber of a separate unbroken glass syringe. Since these are glass I could imagine the possibility of much smaller shards within the chamber as well which could be injected into the csf if not noticed. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.